Manufacturer narrative:
Additional information was received on 27-dec-2023. The physician¿s opinion on the cause of this adverse event was that it was procedure related. The patient¿s weight was provided. Therefore, processed a4. Weight of the patient and weight unit fields. Initially included in the 3500a initial the unknown smartablate generator in the d10. Concomitant medical products and therapy dates field. The generator product information was provided. In addition, the unknown carto system was used in the procedure. Therefore, updated and added these systems in the d10. Concomitant medical products and therapy dates field. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
E1. Initial reporter phone: (B)(6). Additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 31134078l and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported a patient underwent an atrial fibrillation (afib) cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and patient experienced cardiac tamponade requiring surgical intervention and hospitalization. Blood pressure dropped during calibration data acquisition with ablation catheter after brockenbrough was performed. Pericardial drainage did not improve the patient¿s condition and the patient was transferred to another hospital for open chest surgery. The cardiac tamponade was removed and the patient's progress was good. Pcps (percutaneous cardiopulmonary support) was inserted. Ablation was not performed prior to finding pericardial effusion or tamponade. Patient required extended hospitalization. The physician¿s judgement on health hazard was serious. The physician¿s assessment of the health problem was that it was unknown whether the left atrium (la) damage occurred during the insertion of the cryo sheath or during the acquisition of calibration data with the ablation catheter. Additional information was received on the event. The physician¿s opinion on the cause of this adverse event was that it was procedure related. The patient's outcome is improved. No error messages on equipment during procedure.